Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one powered handle. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. Printing was damaged on both covidien logos near the top of the handle. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 21 autoclave cycles for the handle. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. Since the clinical battery, adapter, and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery was loaded into the powered handle. Initially, the handle began making a strange clicking noise and displayed solid blue lights. A pmv battery pack was again loaded into the powered handle. This time, the handle powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. A pmv adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. A pmv reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The pmv reload was then cycled without hesitation or binding. Engineering then disassembled the unit for troubleshooting and no abnormalities were found. However, similar failure modes have been identified with relation to intermittent connections on the hand soldered motor traces of the bldc (brushless direct current) board. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the light sequence to replace the handle and the reported condition was confirmed. The reported condition was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a procedure, a battery was inserted into the powered handle and the status indicator on the handle showed solid blue light. The battery was inserted into another powered handle, which worked fine. The adapter was inserted into the second powered handle, which also worked fine. No known adverse events were reported.